Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0z169, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A company representative reported that the device was implanted post use before date (ubd). No patient symptoms or harm were reported. The indication for use for this patient was movement disorders.